Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, flat creases, and a curved opening on radius. A microscopic analysis was performed which identified: a crease sharp opening on radius and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported right side "rupture discovered during surgery" and "capsular contracture grade unknown". Healthcare professional reported "rupture discovered during surgery". Device has been explanted.